Manufacturer narrative:
A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. The engineer confirmed that the laser would not turn on due to a failed lens cell assembly. Lens cell assembly was ordered. The engineer returned and replaced it, and after performing operational and safety tests, the system was determined to have met lumenis specifications. The system was returned to the facility safe and ready for use. A review of system risk files (doc (B)(4)) revealed risk #(B)(4); hw failure" which have the potential to lead to prolonged procedure. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A two year historical review of similar complaints revealed that the same malfunction of "lens cell assembly" has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Though the procedure was successfully completed with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. The "lens cell assembly" is expected to be returned to the manufacturer for product analysis. If the conclusion will be changed due to the analysis, lumenis will file a follow-up MDR.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 100 was being utilized the system suddenly "shut down". An alternate laser was brought in to complete the case. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition.